Event description:
It was reported that the power transformer of the transmitter burned.

Event description:
New information notes the device was returned at sjm (B)(4) 2012.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Manufacturer narrative:
Analysis confirmed normal device characteristics.